Event description:
Several error messages related to erroneous patient data were displayed during the follow-up of (B)(6) 2014.

Event description:
Several error messages related to erroneous patient data were displayed during the follow-up of (B)(6) 2014.